Event description:
It was reported that during a prostate procedure, the customer experienced a fiber connection issue. The first fiber exhibited a connection issue at 0 joules and 0 minutes of use and the fiber was replaced with a second fiber. This fiber also exhibited a connection issue at 0 joules and 0 minutes of use. The physician decided to complete the case by alternate procedure, bipolar resection (turp) . Patient outcome: no patient injury was reported. No further information was available.

Manufacturer narrative:
System analysis/service repair: the reported issue ¿fiber connection issue¿ was not confirmed. A visual examination of the fiber connection port and functional testing determined the system to meets ams specification.